Manufacturer narrative:
Of the 12 allegations of a malfunction, 6 pumps were returned to animas and investigated. Of the investigated pumps, 6 were found to be malfunctioning due to battery compartment leaks, moisture within the pump and battery compartment cracks. During investigation for unrelated complaints, there were 67 additional failures found. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 12</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a battery compartment w/moisture issue. These reports were received from various sources. The patients associated with this allegation ranged from 10-67 years of age and between 85 and 180 pounds. Of the reported patients, 3 were male and 9 were female.

Manufacturer narrative:
Device evaluation: in quarter 1 of 2019, there were 3 instances of battery compartment w/moisture failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.